Event description:
The customer reported a malfunction alarm occurred on the pump, but no notable events preceded this. There was no adverse impact to the customer¿s blood glucose level, and the caller's reading did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump.